Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to take specific actions, including disconnecting the tubing and delivering boluses. The bolus completed successfully, and the customer was advised to replace supplies and resume insulin.